Event description:
Device 2 of 3. Reference MFR report: 1627487-2018-12507, reference MFR report: 1627487-2018-12718. It was reported that the patient experienced overstimulation due to invalid impedances. X-rays were taken and confirmed one of the leads had pulled out of the header. Surgical intervention was taken on (B)(6) 2018 to reconnect the leads and ipg. Issue has been resolved.